Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at folds in the middle of the cylinder. Both cylinders presented a hole and did not pass the leak test. The ms pump passed leak test, visual inspection and functional testing. Based on the information available, based on the failure of the cylinders could affect the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed, upon examination a crack in the left cylinder connecting tube was found. The pump and cylinders were explanted and replaced. No patient complications were reported.